Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient acquired an infection. The health care provider (hcp) believed that the infection was not related to the pump. The hcp ruled out infection at the pump and spinal site. It was noted that the patient had comorbidities due to the multiple sclerosis. It was indicated that the patient was placed on antibiotics and "things got worse". The patient also acquired steven johnson syndrome (skin rash) and the hcp wanted to make sure the skin rash was not related to the intrathecal baclofen. It was reported that the hcp wanted to turn the pump off. It was noted that the patient was no longer in the intensive care unit (ICU) and was "doing better". The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).